Manufacturer narrative:
(B)(4).

Event description:
It was reported that within a week and a half after the patient¿s last pump replacement ¿a couple of the anchors broke loose¿ and then within the month all four had broken loose and it had to be re-attached to the fascia. It was noted, the patient had gained weight after her pump was implanted. The device had previously delivered clonidine and currently delivered dilaudid, time frames were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported ¿anchoring has nothing to do with medtronic¿. Symptoms the patient had experienced as a result of the event included soreness in the abdomen.

Manufacturer narrative:
Product ID 8709 lot# l58356, implanted: 1999 (B)(6); product type catheter. (B)(4).